Manufacturer narrative:
(B)(4). Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1007785, medical device expiration date: 02/28/2021, device manufacture date: 03/06/2018. Medical device lot #: 1007706 , medical device expiration date: 02/28/2021, device manufacture date: 03/03/2018. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ r 87 v infusion set was leaking near the drip chamber from the tubing. No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. In response to the event reported by your facility a device history review was conducted for lot numbers 1007785, 1007786, and 1007706. According to the sampling plan applied for product performance, these lots were accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. Samples were submitted by your facility for testing and evaluation; the provided samples contained breaches in the drip chamber that were revealed during the course of leakage testing. The most probable root cause for this issue is a molding defect that results in an asymmetrical thickness in the spigot walls, with one side being thinner and therefore weaker than the other. This weakness can result in cracking of the wall during the attachment of the spike during the automated final assembly. To address this issue bd has increased the rate of machine maintenance intervals on all associated machines and added additional maintenance protocols to address the wearing down of critical machine parts. Corrective actions include the following: change the preventive maintenance plan of the drip chamber machine. Consider the option of reducing some machine maintenance intervals, as well as including some specific maintenance of the most critical parts. Follow up with the drip chamber supplier using the open claims to see that they have taken steps to reduce the occurrence of defective drip chambers. Bd will continue to track and trend for this issue.

Event description:
It was reported that bd r 87 v infusion set was leaking near the drip chamber from the tubing. No serious injury or medical intervention was reported.